Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. During a routine 45-day follow-up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient was on eliquis prior to implantation and was switched to aspirin and plavix post procedure. After the device related thrombus was noted, the patient was put back on eliquis.